Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old patient (gender unknown), the pads were damaged during opening/removal of packaging and they were unable to attach them to the patient causing a delay in therapy. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number 4919a were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. It was observed the date of the event, (B)(6) 2022, was beyond the expiration date of the electrodes (B)(6) 2022. Please note that the styrene we use to store the electrodes has a coated and non-coated side. The coated side allows the release of the electrodes, where the non-coated side will not allow the release and they will be stuck/very difficult to remove. The one-step pediatric electrodes utilize a book style styrene to eliminate the possibility that the electrode will be applied to the non-coated side. The fact that one side released suggests the pads were removed and reapplied to the wrong side of the packaging, but we are unable to confirm without the physical electrodes for investigation. Analysis of reports of this type has not identified an increase in trend.